Event description:
On 05/20/2008, the pt reported that she has had a chronic infection since beginning use of her infusion device in 2007. In 2007, a company rep arrived at the pt's home for training and the pt refused stating she would use the training workbook and would call for assistance if needed. Three days prior, the pt stated she was satisfied with the workbook training. Four days later, the pt reported she had experienced a continuous infection due to the infusion device and she did not wish to be contacted again. The pt did not provide info on the details of the infection of dates of events. No blood glucose issues were reported. Product was requested to be returned for eval.